Event description:
The pt is pursuing a product liability claim arising out of the use od the nexgen lps-flex femoral component. It was reported by the patient's counsel that the patient received an implant on (B)(6) 2010 and was revised on (B)(6) 2011 due to pain.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.